Manufacturer narrative:
Zimvie complaint (B)(4). A1: patient identifier is not provided / unknown. A2: patient age is not provided / unknown. A4: patient weight is not provided / unknown. G4: additional 510(k) number is k101880.

Event description:
It was reported that the implant did not separate from the mount/impression post, could not use. The procedure was completed with another implant from stock.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint (B)(4). Zimvie received one (1) tsvtwb10, (imp,tsv,4.7,10,mtx,mg) for evaluation. Visual evaluation of the as returned device identified the implant and bundle mount with signs of use. During a functional / physical test, the mount did not disengage/release from the implant as intended. DHR review was completed for the subject lot number 1282821. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1282821 for similar events and no other complaint was identified. Review completed utilizing keywords: does not disengage/release. Based on the investigation and risk management file review, the most likely root causes determined from the investigation are incorrect techniques used during implant placement - customer error. Therefore, based on the available information, a device malfunction did occur. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. .